Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes damage of parts due to deterioration, deformation, some kind of physical stress such as damage or deterioration of parts, operational problem, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited a compromised watertight seal at the tip cover. Also, no image was produced. There was no patient involvement.